Manufacturer narrative:
Other, other text: a device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. Visual and functional testing were performed. No disposable, high pressure, pump turned off, power down and pump turned on alarm messages were found in the pump's event history logs. The reported issue could not be duplicated; however, a downstream occlusion sensor was replaced as preventative.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited a no disposable clamp tubing alarm. No adverse effects were reported.